Manufacturer narrative:
(B)(4). Date sent: 08/31/2004. Info was not provided by the initial contact. Evaluation summary: the instrument was received with the jaws yielded. The instrument was cycled and fired the remaining 16 clips ejected due to the condition of the jaws. The instrument locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unk procedure, the device failed during the case. The clips would not stay in the tracks. There was no pt consequence.